Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. The footswitch was also returned. A functional evaluation was performed. The device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and read as open. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the "spider 2 tenet" was not holding firmly. No case reported; therefore, there was no patient involvement.